Event description:
Sabratek 500100 tubing was used to spike a dsw bag. Seepage of fluid noted from below spike apparatus where the tubing is attached. A second tubing was used and the same problem occurred. A third tubing was used without problem. (Distributor) was notified the same day.